Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device did not communicate for a few hours. A field service engineer resolved the communication issues, and the device is now communicating. Then the technical support specialist confirmed that the issue was resolved by the field service engineer and confirmed with the customer the network was all good. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary device was not communicating for a few hours. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.